Manufacturer narrative:
Correction- evaluation conclusion codes: unintended use error caused or contributed to event (61) to failure to follow instructions (18).

Event description:
It was reported that the sheathing aid bent and a dissection occurred. Procedure summary: access was obtained via the left femoral artery. A lotus edge valve system was advanced to the native annulus and deployment was started. Cardiac rhythm changes were noted. To mitigate the rhythm changes, a partial retheath was performed. The leaflets continued to move and good coronary flow remained. It was then determined that the rhythm changes were due to conduction abnormalities. Temporary pacing was used and the rhythm resolved. The lotus edge valve was then deployed and released. While resheathing the system, the 2nd operator began cranking back on the handle quickly. It was then noted that one of the sheathing aids appeared to be pointing downward. The sytem was then was moved down to the iliac and was able to be pulled into the introducer and was successfully removed. A dissection was noted in the iliac and treated by using right femoral access for balloon valvuloplasty. The patient was ok and no other issues were noted. Upon removal of the delivery system the tip of the catheter was noted to be bunched up. Four days post procedure, the patient was released from the hospital. It was further reported that prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of the index procedure. The subject received a loading dose 300mg of clopidgrel. Following the bav for the dissection, repeat angiography revealed 'excellent antegrade flow'. The same day, the event was considered recovered. One day post procedure, ECG revealed normal sinus rhythm with new left bundle branch clock and pr interval at 190 ms. Electrophysiological consultation revealed that the subject was not dependent on temporary pacing, and hence the temporary pacing wire was removed. Subject was recommended to be transferred to floor for telemetry monitoring. Telemetry monitoring revealed multifocal premature ventricular contractions with compensatory pauses and an isolated episode of sustained ventricular tachycardia.

Event description:
It was reported that the sheathing aid bent and a dissection occurred. Procedure summary: access was obtained via the left femoral artery. A lotus edge valve system was advanced to the native annulus and deployment was started. Cardiac rhythm changes were noted. To mitigate the rhythm changes, a partial retheath was performed. The leaflets continued to move and good coronary flow remained. It was then determined that the rhythm changes were due to conduction abnormalities. Temporary pacing was used and the rhythm resolved. The lotus edge valve was then deployed and released. While resheathing the system, the 2nd operator began cranking back on the handle quickly. It was then noted that one of the sheathing aids appeared to be pointing downward. The system was then was moved down to the iliac and was able to be pulled into the introducer and was successfully removed. A dissection was noted in the iliac and treated by using right femoral access for balloon valvuloplasty. The patient was ok and no other issues were noted. Upon removal of the delivery system the tip of the catheter was noted to be bunched up. Four days post procedure, the patient was released from the hospital. It was further reported that prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of the index procedure. The subject received a loading dose 300mg of clopidgrel. Following the bav for the dissection, repeat angiography revealed 'excellent antegrade flow'. The same day, the event was considered recovered. One day post procedure, ECG revealed normal sinus rhythm with new left bundle branch clock and pr interval at 190 ms. Electrophysiological consultation revealed that the subject was not dependent on temporary pacing, and hence the temporary pacing wire was removed. Subject was recommended to be transferred to floor for telemetry monitoring. Telemetry monitoring revealed multifocal premature ventricular contractions with compensatory pauses and an isolated episode of sustained ventricular tachycardia.

Manufacturer narrative:
Race, ethnicity, describe event or problem, relevant tests/laboratory data, other relevant history, patient codes, device codes, evaluation method codes, evaluation result codes: updated. Correction- device codes: changed from material deformation (2976) to material twisted / bent (2981). Lotus edge delivery system handle number was retuned for evaluation. The delivery system was returned in an unsheathed configuration with all three coupler fingers bent in on one another. Accordioning to the outer sheath was noted 1.5 cm proximal to the distal end of the outer sheath. Compression to the outer sheath was also noted proximal to the accordioned section. The release door was closed, and the release collar was not aligned with the dotted lines on the delivery system to indicate release phase ii was complete. During analysis, the control knob was removed, and the teeth of the release ring were inspected. No abnormalities were noted. The release collar was removed without issue and the rails of the release collar were inspected. No abnormalities were noted. The handle of the delivery system was reviewed under fluoroscopy and no abnormalities were noted with the handle components.

Event description:
It was reported that the sheathing aid bent and a dissection occurred. Procedure summary: access was obtained via the left femoral artery. A lotus edge valve system was advanced to the native annulus and deployment was started. Cardiac rhythm changes were noted. To mitigate the rhythm changes, a partial resheath was performed. The leaflets continued to move and good coronary flow remained. It was then determined that the rhythm changes were due to conduction abnormalities. Temporary pacing was used and the rhythm resolved. The lotus edge valve was then deployed and released. While resheathing the system, the 2nd operator began cranking back on the handle quickly. It was then noted that one of the sheathing aids appeared to be pointing downward. The system was then was moved down to the iliac and was able to be pulled into the introducer and was successfully removed. A dissection was noted in the iliac and treated by using right femoral access for balloon valvuloplasty. The patient was ok and no other issues were noted. Upon removal of the delivery system the tip of the catheter was noted to be bunched up. Four days post procedure, the patient was released from the hospital.